Manufacturer narrative:
Additional information: system - no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Phaco handpiece. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on march 17, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during phacoemulsification portion of a cataract with intraocular lens (iol) surgery the handpiece had little or no phaco power. The cataract surgery was completed with an alternate handpiece. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was received. The returned handpiece was connected to a calibrated centurion vision system and attempted to tune when a system message (sm) [loose tip] displayed. When connected to a resistance test box, a measurable resistance was seen from the high electrode to ground indicating initial signs of moisture ingress. Upon disassembly, moisture was found within the electrode chamber. The customer reported event was confirmed. The phaco handpiece was manufactured on march 17, 2015. Based on qa assessment, the product met specifications at the time of release.the root cause can be attributed to moisture ingress. (B)(4).